Event description:
It was reported that during a direct stenting procedure of a mild to moderately tortuous, moderately calcified, left anterior descending artery, the xience v stent was deployed, however, at the distal edge a dissection was noted. A second 2.75 x 15 stent was attempted but could not be advanced and the physician only post dilated for treatment. It was noted that the circumflex was also treated in the same procedure without incident. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: there were no reported product deficiency. The reported patient effects of dissection is listed in the xience v instructions for use as a known adverse patient event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the procedure was completed via direct-stenting (no pre-dilatation). It should be noted that the instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). No pre-dilatation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.